Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor stated that all of the buttons on the keypad were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: testing was unable to duplicate the original complaint. All of the buttons on the keypad were functional and responded properly. There were no visible signs of damage to the keypad and no contamination found on the button contacts when the keypad was removed. The keypad flex was firmly seated in the connector with no signs of damage or contamination. The bolus button cover was lifted on one side, but was functional. Unrelated to the keypad complaint, there was a crack in the battery compartment. There was no evidence of moisture damage inside the battery compartment and no power loss observed.